Manufacturer narrative:
(B)(6). Manufacture date: january 4, 2016 ¿ january 5, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was stated that the leak appeared to be from the fill port. The infusor was filled with 5fu and 0.9%ns, total volume 285 ml. There was no patient involvement. No additional information is available.